Manufacturer narrative:
Product investigation complete. Lead was subjected to testing, failing visual inspection confirming a lead fracture near the terminal end using x-ray. MDR decision remains the same.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds after a coronary artery bypass grafting (CABG). The patient underwent a surgical intervention to reposition the lead but after the first repositioning the helix would not retract. The lead was explanted and a new one implanted. No additional adverse patient effects were reported.